Event description:
It was reported that, "dr (B)(6) believes that the design of the gap balancer's shallow anterior/posterior feet causes the sizer to accidently go into hyperextension once tensioned with the spreader. This increases the likelihood of notching the anterior cortex."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.